Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer obtained a sensor scan of 3.5 mmol/l and experienced stomach ache and vomiting. The customer was taken to the hospital where a glucose reading of 8.5 mmol/l was obtained on a healthcare meter and customer was treated with unspecified IV drip. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer obtained a sensor scan of 3.5 mmol/l and experienced stomach ache and vomiting. The customer was taken to the hospital where a glucose reading of 8.5 mmol/l was obtained on a healthcare meter and customer was treated with unspecified IV drip. No further details were provided. There was no report of death or permanent injury associated with this event.